Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stents when being placed onto the wire 'broke' in the pigtail. The pigtail quickly formed a kink on the tail and were unusable for the hospital. The stents were then very difficult to move on the prepositioned wire. 4 stents in total were used, the envelop was saved for one of these stents. One stent was lodged in the duodenoscope and was unable to be removed, resulting in the scope being sent back to olympus for fixing. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. A new stent was required for the completion of the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.